Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Video review identified a use error during the procedure. At 11:44, the brush was inserted under live fluoroscopy, and by 11:51 it was observed advancing past the af circle and through the pleura. Immediately afterward, at 11:54, a pneumothorax was observed under fluoroscopy in video review. Afterwards, the user continued to biopsy under fluoroscopy, and at 15:51 the tool was again seen advancing past the af circle. These observations confirm that over-insertion of the tool was the cause of the injury. The physician did not attribute the injury to the galaxy system. Instead, they identified over-insertion of the biopsy tool as the cause, consistent with the noah investigation. Video review supported this conclusion, showing the pleural breach occurred directly after tool advancement beyond the af circle. The complaint is reported due to the following conclusions: during a galaxy-assisted biopsy procedure, the patient developed pneumothorax. The patient was treated with a chest tube and hospital admission. The physician does not attribute the injury to the use of the galaxy system. A use error was identified to be the cause of the injury.

Event description:
On (B)(6)2025, a pneumothorax was reported after a galaxy-assisted biopsy procedure in the right upper lobe. The patient was admitted and later discharged on (B)(6)2025 in good condition. The patient's medical history included a prior pneumothorax during a biopsy procedure unrelated to the galaxy system, a cancer diagnosis, and the use of anti-platelet medication. No malfunctions were reported. A use error was identified.